Manufacturer narrative:
Concomitant medical products: controller/(B)(4); cat# 1403us; mfg. Date: 01/31/2013; exp. Date: 01/31/2014. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient had been admitted with previously reported abdominal pain that was suggestive of a recurrence of his pancreatitis. In addition, he was noted to be severely hyponatremic. It appears that during this admission the patient experienced confusion and had disconnected his battery packs overnight. He was unable to recall the specific details surrounding this event. The site does not know which controller the patient was using at the time of the event. The site noted that he had developed an acute encephalopathy secondary to a delirium episode. Psychiatry and neurology were consulted. The patient's treatment included the adjustment of his torsemide dosing as well as changing his dilantin to keppra (per neurologist recommendation). Of note, his anticoagulation was also reversed during this admission due to a previously reported recent subarachnoid hemorrhage. The patient was discharged on (B)(6) 2015 with improving mental status. The report indicated that the event did not require intervention to prevent permanent impairment or damage. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure.

Manufacturer narrative:
Pump hw819 and controller con091942 were not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw819 and con091942; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported "double disconnect" event could not be confirmed via log files since log files were not available for analysis; however, based on available information, it appears that the event occurred due to the patient inadvertently disconnecting both the power sources from the controller. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; though the primary investigator reported that it was related to the patient's condition and unrelated to the hvad system or procedure. Clinical factors that may have contributed to the event include the patient's pre-existing diabetes, his recent subarachnoid hemorrhage and his metabolic imbalance. There are patient factors that may have contributed to this event. Con091942 - controller (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.